Event description:
The reporter indicated the surgeon inserted and removed a vticm5_12.6 implantable collamer lens, -06.00/+2.0/084 (sphere/cylinder/axis), within the same surgery due to the lens was implanted upside down in the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).